Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during a basal. Customer's blood glucose was 303 mg/dl. He stated he had treated his blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. He also stated he was able to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.